Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the pacing inhibition resulted in greater than 2 seconds of asystole. A temporary pacing wire was placed and the procedure was completed with no further complications.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during an rf ablation procedure with this implantable cardioverter defibrillator (ICD) programmed to electrocautery protection mode, pacing inhibition was observed. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed that the pacing inhibition was related to the function of the defib detect circuit and discussed using short bursts of ablation or placing a temporary pacing wire. No adverse patient effects were reported. This product remains implanted and in service.